Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and oversensing. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.